Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Arterial air alarms occurred at the end of a routine hemodialysis treatment while performing rinseback. Air was noted in the arterial line. Air removal was performed successfully resulting in the estimated blood loss of 20cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is attributed to the operator not performing rinseback of all blood while removing air from the circuit. The cycler alarmed appropriately to the air. Facility staff and the operator attributed the air to user error. A direct correlation between nxstage system one and the reported blood loss cannot be established. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No additional info will be provided.